Event description:
It was reported that the lead had poor function at the gastrointestinal tract after implantation and this was not possible to correct with reprogramming. There was malfunction of the permanent lead. The date of explant was unable to be obtained and patient status was unknown.

Manufacturer narrative:
Product ID 30932843, lot# b0359616k, implanted: 2005-(B)(6), product type lead product ID 30951043, serial# (B)(4), implanted: 2005-(B)(6), product type extension. (B)(4).